Event description:
On (B)(6), 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: the last basal delivery was on 03/13/2015@06:59am. The pump was used for basal delivery for just 12hr, no activity outside of normal use is observed. Returned battery cap and cartridge cap were used to complete the investigation. The pump powers on with a hard ¿cs069¿ language file corrupted alarm upon start up. Cs alarm issue complaint is duplicated. Cs069 was not recorded in the pump history, the pump¿s cover was removed, no intermittent condition was found to the pcb or to cgm module.